Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded within each fallopian tube') in an adult female patient who had essure (batch no. B27984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, neuropathy, gerd, fibromyalgia, dysphagia, dyspepsia, menses irregular and leukocytosis. Current weight 142 lbs. Previously administered products included for an unreported indication: cymbalta from (B)(6) 2011 to (B)(6) 2012, prevacid from (B)(6) 2011 to (B)(6) 2012, lyrica from (B)(6) 2011 to (B)(6) 2012 and mirena in 2009. Concurrent conditions included hiatal hernia, hypertension and iron deficiency. Concomitant products included acetazolamide (diamox) from (B)(6) 2016 to (B)(6) 2017, cetirizine hydrochloride (zyrtec) since 2007 to (B)(6) 2018, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2016 to (B)(6) 2016, hydrochlorothiazide from (B)(6) 2015 to (B)(6) 2016, metoprolol since (B)(6) 2019 and omeprazole since (B)(6) 2019. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and mood swings ("hormonal changes describe: mood swings"). In june 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condition/problem"), visual impairment ("vision problems") and cerebral cyst ("other injury(ies) or complication (s) please describe:brain cysts"). The patient was treated with amitriptyline, erenumab (aimovig), sumatriptan (imitrex) and surgery (essure devices removed in their entirety). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, intermenstrual bleeding, iron deficiency anaemia, depression, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, headache, nausea, nervous system disorder, visual impairment, mood swings, migraine, weight increased and cerebral cyst outcome was unknown. The reporter considered abdominal pain, bladder disorder, cerebral cyst, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: in lab data as per previous version, lab data results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Imaging procedure - on (B)(6) 2018: unknown. Lot number: b27984 manufacturing date: 2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded within each fallopian tube ') in an adult female patient who had essure (batch no. B27984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, neuropathy, gerd, fibromyalgia, dysphagia, dyspepsia, menses irregular and leukocytosis. Current weight (B)(6) . Previously administered products included for an unreported indication: cymbalta from (B)(6) 2011 to (B)(6) 2012, prevacid from (B)(6) 2011 to (B)(6) 2012, lyrica from (B)(6) 2011 to (B)(6)2012 and mirena in 2009. Concurrent conditions included hiatal hernia, hypertension and iron deficiency. Concomitant products included acetazolamide (diamox) from (B)(6) 2016 to (B)(6) 2017, cetirizine hydrochloride (zyrtec) since 2007 to (B)(6) 2018, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2016 to (B)(6) 2016, hydrochlorothiazide from (B)(6) 2015 to (B)(6) 2016, metoprolol since (B)(6) 2019 and omeprazole since (B)(6) 2019. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In march 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condition/problem"), visual impairment ("vision problems") and cerebral cyst ("other injury(ies) or complication (s) please describe:brain cysts"). The patient was treated with amitriptyline, erenumab (aimovig), sumatriptan (imitrex) and surgery (essure devices removed in their entirety). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, intermenstrual bleeding, iron deficiency anaemia, depression, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, headache, nausea, nervous system disorder, visual impairment, mood swings, migraine, weight increased and cerebral cyst outcome was unknown. The reporter considered abdominal pain, bladder disorder, cerebral cyst, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted: in lab data as per previous version, lab data results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Imaging procedure - on (B)(6) 2018: unknown. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: fatigue, anemia, abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Event added: essure coil embedded. Reporters, medical history and essure stop date added. Event genital haemorrhage and heavy menstrual bleeding updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.